Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu - (lot#: p5l0811); egia60amt, egia60amt egia 60 artic med thick sulu - (lot#: p5l0811); egia60amt, egia60amt egia 60 artic med thick sulu - (lot#: p5l0811); egia60amt, egia60amt egia 60 artic med thick sulu - (lot#: p5l0811). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic vertical sleeve gastrectomy, well-formed loads were observed without bleeding at the time. One day after the initial surgery, the patient had to undergo a computed tomography angiography, and it was found that there was a bleeding adjacent to the staple line. An exploratory laparoscopy was performed and 2000cc of hemoperitoneum was found. The patient is currently well.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that the video showed the inside of the patient. There was a bleed in the tissue. No staple line was visible in the video. It was reported that the patient had to undergo a computed tomography angiography, and it was found that there was a bleeding adjacent to the staple line. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.